Event description:
Patient with implanted heartmate ii left ventricular assist device (lvad) with right ventricular dysfunction and currently being treated for lvad-related infection with IV antibiotics presented initially to the hospital for evaluation of PICC line related infection and volume overload. Patient was found to have acute renal injury and cardiogenic shock requiring intensive care unit (ICU) level of care with addition of inotrope, continuous dialysis, and intra aortic balloon pump placement for support. Ldh peaked at 947, plasma hemoglobin 144 and haptoglobin < 10. Waveforms of pump function were reviewed by abbott. Pump thrombus versus outflow graft thrombus were presumed when a decision was made for urgent lvad exchange which was complicated by bleeding and need for repair of right subclavian artery requiring right subclavian axillary bypass. The heartmate ii was decommissioned, and patient was placed on extracorporeal membrane oxygenation. Post operative course was complicated by right lower extremity ischemia (former iabp site) requiring fasciotomy, and diffuse neuro encephalopathy with seizures. Despite no abnormalities on brain cat scans, the patient never regained consciousness after the surgery. Patient was made a do-not-resuscitate order, and was supported in the ICU until he passed away due to refractory ventricular fibrillation.